Event description:
It was reported that the right ventricular lead was capped due to low lead impedance (<200 ohms) and high thresholds. No patient complications were reported as a result of this event.